Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was suspicious of telemetry interference during a threshold testing interrogation when artifacts were observed. The issue occurred twice during the in-clinic check. No other sources of electromagnetic interference could be identified. The asymptomatic patient will continue with routine follow-up and the programmer remains in use. There have been no other episodes of noise detected.